Event description:
It was reported there was a revision surgery due to (2) creo rods that had broken post operatively.

Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. Imaging provided showed broken rods and a dislodged locking cap. It is possible these events contributed to the observed fractures, however the exact cause of the reported issue could not be determined.